Manufacturer narrative:
Date received by manufacturer (the date on the initial report was incorrect. The correct date was 11 june 2018.)

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was experiencing pain at the ipg site. As a result, on (B)(6) 2018, the patient's ipg was relocated through surgical intervention.

Event description:
Follow up revealed that surgical intervention resolved the patient's issue.